Event description:
It is reported that the physician delivered a resolute integrity rapid exchange (rx) drug eluting stent, however, difficulties were encountered during retraction of the delivery system post deployment of the stent. No clinical sequelae reported. Device evaluation: there was no deformation evident to the distal tip or guide wire entry port.

Manufacturer narrative:
Results: the root cause of the reported event is undetermined. Conclusion: no conclusion can be drawn - the root cause of the reported event is undetermined. (B)(4).